Event description:
On (B) (6) 2010, the patient was implanted with an scs system for bilateral leg and back pain. The dural separator was used as an aid during lead placement. Stimulation was not turned on in the operating room, since the patient was under general anesthesia. In the recovery room, the patient complained of left leg weakness. On (B) (6) 2010, the sales representative met with the patient to turn on the stimulator. The patient only felt the stimulation on the right side and continued to complain of left leg weakness. The physician explanted the paddle lead on (B) (6) 2010.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.